Event description:
It was reported that the device had a power on reset. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) for write to locked ram, addr=1205, data=40, occurred on (B)(6) 2011. A patient alert for the por occurred on (B)(6) 2011.